Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use of the ivtm thermogard system (B)(4) and quattro catheter a possible catheter leak was observed. A male patient, (B)(6), weighing (B)(6), was hospitalized post cardiac arrest. The patient was to be treated for temperature management using an ivtm thermogard console. The quattro catheter was inserted into the right side of the patient (location unknown). The insertion was smooth in one attempt. The dwell time of the catheter was three days. The patient's temperature at the start of therapy was 33.6 degrees celsius. The ivtm was set to max rate of cooling/warming. The target temperature was 33 degrees celsius. The patient's temperature at the time of the event was noticed was 34.4 degrees celsius. The leak was noticed after 6 hours from the start of the therapy. No device alarms were heard. The saline bag was empty and no visible fluid outside the patient was seen. The treatment was aborted and changed to surface cooling device (type unknown). The catheter was left inside the patient and used as a central line. The patient was reported as in stable condition. No patient sequelae was reported. No additional information was provided.

Manufacturer narrative:
A quattro catheter was returned to zoll (B)(4) for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. A pinhole leak was noted at the medial 2 balloon immediately after pressurizing the catheter immediately after pressurizing the catheter. Evaluation of the returned device did not confirm the customer reported issue as quattro catheter did not leak. The probable cause for the customer reported user experience can be related to the user error including but not limited to the connection error leading to leakage.